Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, vaginal infection, urinary tract infection, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), vaginal infection, uti, hair loss and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of implant and explant was added. This case was upgraded to incident form other event. Event injury was updated to pelvic pain. New events were added: abdominal pain, back pain, metrorrhagia (bleeding b/w periods), psych injury, vaginal infection, uti, hair loss and weight gain. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.